Event description:
It was reported that the ilet screen was unresponsive and the device would not power on unless connected to a charger despite a displayed battery level of 75 percent, consistent with a touchscreen issue and an unresponsive control interface; the agent advised checking for and installing a firmware update to address the problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key/button function involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.